Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media post.

Event description:
Consumer reporting conflicting sars results with another rapid antigen test. Customer was confirmed covid positive and tested negative by another rapid antigen test on day 11. Customer tested positive with qv sars otc on day 11 through day 14 of infection. No confirmation testing was performed. Report 2 of 4 results.